Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves. The rv lead was reprogrammed to unipolar but this led to intermittent oversensing. It was noted that oversensing of myopotentials were observed when the patient performed isometric maneuvers. The rv lead was reprogrammed back to bipolar and remains in use. No patient complications have been reported as a result of this event.